Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 04/11/2014 with the following findings: the up and down keys were found to be functioning intermittently. Contamination was found underneath the contrast, up, down, and ok button contacts. Unrelated to the complaint, the battery compartment is cracked between the battery cap and the case seal, and the the display is a dim red color.